Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines got stuck in the phenom microcatheter hub during delivery. The patient was undergoing a flow diverter stent placement for treatment of a saccular, unruptured left vertebral aneurysm with a max diameter of 6.2 mm and a 4.8 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The blood vessel diameter in the landing zone was 2.9mm distally and 3.3 mm proximally. The access vessel was in the left vertebral artery with 3.3mm diameter. The dual antiplatelet treatment (dapt) was performed, and the pru level was unknown. Postoperative findings related to blood flow imaging showed no problems. The product was not used in an infected patient. It was reported that after performing the preliminary preparations according to the instructions for both the micro catheter and pipeline, the microcatheter was guided to the target vessel. However, when attempting to insert the pipeline at the delivery, a strong resistance was encountered at the catheter hub, preventing further advancement, leading to its withdrawal. Since there was only one unit of the initial product available, it was replaced with a different pipeline product. However, upon attempting to advance it in the same manner, resistance was again encountered at the hub, preventing the removal of the stent. Consequently, both the microcatheter and the pipeline were withdrawn. After replacing both the microcatheter and pipeline with different products, the procedure was completed successfully without any issues. The sheath tip was firmly positioned in the hub. The microcatheter was not retracted to eliminate slack in the microcatheter in order to resolve the stuck. It was unknown if the catheter was damaged but the delivery pusher was not damaged. The pipelines were used as an indicated (on-label use). The reported devices and any accessory devices were pre pared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.